Event description:
It was reported that during a lap cholecystectomy procedure, the clip was placed on the cystic artery and the applier would not release from the clip after the device was closed. They tried to pry it apart, and eventually, it tore the cystic artery. Used another device, clipped the artery and completed the case with no pt consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.